Manufacturer narrative:
The returned pod was evaluated and no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This led the formed needle to not fully retract. But the linkage assembly-top housing misalignment did not cause any damage to fluid path components and did not affect insulin delivery. Upon further investigation, mechanism rail swage was found damaged with deep indentations. It could not be conclusively determined if it linked to the needle mechanism failure of linkage assembly to not fully retract after deploying needle. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patients blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). There was insulin leaking noted at the insertion site. The pod was deactivated and the patient was able to activate a new pod. The pod was worn between 36 and 48 hours on the leg. (B)(6)